Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance trends steady. The lifetime ventricular sensing integrity counter is 383 and all counts occurred within previous two days. A high value of this count can indicate a possible intermittency in the system. Lia was installed and was triggered (B)(6) 2010.

Event description:
It was reported the lead integrity alert was triggered on (B)(6) 2010, for oversensing. Device interrogation later showed non-physiologic intervals that appear to be noise. It was further reported by the manufacturer representative the patient had loss of consciousness/arrested. Patient didn't receive shocks and had to be externally rescued by emergency medical services. Subsequently, the patient was in a coma state and it was later reported the patient died on (B)(6) 2010. Based on follow-up, the "md felt like the device functioned correctly. The rhythm seen by ems was a wide complex tachycardia below the rate cut-off of the device. The patient supposedly collapsed in his office while on the phone. Ems found him unresponsive." Upon interrogation of the device, there were no episodes and the leads appeared to functioning normally. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.